Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that the patient had been in peritoneal dialysis treatment when the wife of the patient found him not breathing and without pulse. During follow up the patient's nurse reported. The patient's wife found the patient around 8:00 am in the morning on (B)(6) 2017 not breathing and without a pulse but was still warm. Emergency medical staff arrived and found that the patient had little pulse and so the patient was given compressions and was taken to the hospital. At the hospital the patient was pronounced dead around 10:00 am and the physician provided the primary cause of death to be cardiac arrhythmia and secondary cause as atherosclerotic heart disease. The nurse confirmed that the patient had a history of heart condition. Per the nurse the death was not related to the use of the cycler or the pd solution. Nurse confirmed that the patient did not have a last fill and briefed by looking at the treatment record that the patient had last drained about 3916 ml after which there was a drain alarm and then a power failure at 8:11 am which the nurse believed the patient' wife had unplugged the machine at that point. The cycler has not been made available for evaluation.